Event description:
It was reported that CT scan taken approximately 6 months post op showed that patient had "holes" in their vertebral body after 2-level open tlif at l3-l5 with peek device/infuse bone graft. The patient reported having back pain. A reoperation was performed to do a posterolateral fusion from l3-s1. The original surgical site was not explored. It is unk if the infuse bone graft contributed to the reported event.